Event description:
Nurse from hcp office reported that the needle broke off into the patient stomach about 3 or 4 days ago. Patient reported that he placed the vgo device on his abdomen and that he is able to feel the needle that is still inserted into his skin. Patient stated that the first time he experience this which was about 2 months ago, he had to go to the ER in order to get the needle removed. Patient does not remember the exact day he went to the hospital. Patient stated that on the side of his abdomen where the needle broke off about 3 or 4 days ago it is bumpy and he has pain in that area. Patient stated that he discarded the v-go devices every 24 hours.